Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited noise, oversensing and loss of capture. Additionally there were high out of range right atrial (ra) pace impedances measuring greater than 2,000 ohms along with high pacing thresholds and low out of range right ventricular (rv) impedances measuring less than 200 ohms along with high pacing thresholds. The patient was not pacemaker dependent and did not receive inappropriate therapy as a result of the oversensing. Subsequently, the patient underwent a revision procedure and the ra and rv leads were surgically capped and abandoned and the ICD was explanted and given to the patient. The patient was implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) successfully. No further adverse patient effects were reported.